Event description:
The user facility reported that the surface of the device had tested positive for pseudomonas following a routine culture test performed by the hospital. There was no report of any pt infection or other harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation didn't confirm residue on the surface of the device. There were scratches on the insertion tube surface, dents on a bending section cover, and cracks on a bending section cover glue. At the present time, the exact cause of the reported phenomenon cannot be determined, however, user handling cannot be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of caution.